Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, while the physician was applying rf energy, the catheter tip went from red tip to green while ablating. The reporter was advised to change out the catheter cable and to reload the carto application. The bwi representative called back and stated that the physician didn¿t perform another rf application since the procedure was completed without patient consequences. The physician performed a second procedure after rebooting the work station and the issue didn¿t reoccur.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt) procedure, while the physician was applying rf energy, the catheter tip went from red tip to green while ablating. The reporter was advised to change out the catheter cable and to reload the carto application. The bwi representative called back and stated that the physician didn¿t perform another rf application since the procedure was completed without patient consequences. The physician performed a second procedure after rebooting the work station and the issue didn¿t reoccur. The system was checked by the manufacturer (htc) and they tried to reproduce the issue with no success, in addition, similar issue was never found in carto 3 system testing or known from the field. This was a single event that did not reoccur after rebooting the workstation as it was previously mentioned. Complaint condition was not confirmed. The DHR associated with carto 3 # 11677 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.